Event description:
The customer reported they were receiving an err4 message when inserting strips into their freestyle blood glucose monitor and their locked monitor is now unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.